Event description:
It was reported that using a radial artery access approach during a procedure of the mid left anterior descending (lad) artery, the 3.0 x 33 mm xience prime stent was deployed; however, a dissection was noted. A second xience prime stent was deployed to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience prime, xience prime sv, and xience prime ll everolimus eluing coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.